Event description:
As reported by the user facility: detailed inquiry description: when crna removed spike cap there were stains on spike. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4) one photograph and one unused sample in open packaging was returned by facility for evaluation. The photograph and sample were visually evaluated, and it was noted on the spike tip there was a yellow/orange color grease like fluid. When touched with glove the particulate was able to be wiped off. The reported defect was confirmed. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. All available information regarding this occurrence has been forwarded to our material review board (mrb) in order to heighten awareness. Additionally, a review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.